Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (angulated aortic neck and short landing zone). Incorrect technique/procedure (stent was implanted in a patient with an angulated aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck and short landing zone). Operational context contributed to event (stent was implanted in a patient with an angulated aortic neck).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm diameter abdominal aortic aneurysm approximately four weeks ago. The proximal aorta was 20-23 mm in diameter and 15 mm in length with an aortic neck angulation of 80 degrees. The right iliac artery was 10 mm in diameter and the left iliac artery was 13 mm in diameter. It was reported that the final angiogram showed a proximal type I endoleak. The physician deployed an aortic cuff, (B)(4), however, the endoleak did not resolve. The physician concluded the procedure and decided to monitor the patient. The physician considered the endoleak as related to the severe neck angulation and length of the landing zone. No additional clinical sequelae were reported and the patient is fine.